Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance a 250ml intravia empty container in which a leak occurred at the bag seam. According to the report, th the facility compounded the bag with normal saline and dilaudid. The bag was then sent to a home patient, where the seam completely separated between the two ports when any sort of pressure was applied. This resulted in a leak of the entire contents of the bag. The alleged defect occurred before use on a patient. The medication did not come in contact with the patient. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.